Event description:
A customer reported that the system displayed "system failed" during a procedure. The system was switched out to complete case. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).